Manufacturer narrative:
Additional information provided in b.5., h.3. And h.10. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens 21.0 diopter (add power +2.2/+3.2) lens was replaced with a company (1.50cyl), 21.5 diopter (add power +2.2/+3.2) lens. The product was not returned to evaluate. Additional information was provided that the lens was exchanged because the intraocular lens (iol) would not stay in place, however, due to the exchange of a non-toric lens to a toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that this was not a patient impacting event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional during cataract surgery with intraocular lens (iol) implant procedure, first inserted was in not position and then removed. Then the physician tried the another company lens it was also did not stay in place, hence replaced with another non company lens.